Manufacturer narrative:
Qn#: (B)(4). The customer confirmed that there were no clinical consequences for the patient neither during or after the incident.

Event description:
It was reported that: "it was difficult to insert the catheter with the introducer in the radial artery (too long, diameter too big), we tried 6 times to insert it and when it was inserted the swg kinked and remained kinked. Clinical consequences: 24 hours after this insertion we had to insert a catheter again because of this kink.

Event description:
It was reported that: "it was difficult to insert the catheter with the introducer in the radial artery (too long, diameter too big), we tried 6 times to insert it and when it was inserted the swg kinked and remained kinked. Clinical consequences: 24 hours after this insertion we had to insert a catheter again because of this kink.

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.